Manufacturer narrative:
The facility representative reported "right door broken" during bio-med testing. Evaluation summary: the pump is currently being by a baxter service technician. Once the evaluation is complete, a follow-up MDR will be submitted. (B)(4).

Event description:
The device was returned for service. During service by baxter, pump #2 door handle was found broken. According to the facility representative, no patient injury or medical intervention has been reported related to the device. No additional information or contact was available.